Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the retainer ring had fallen off the reservoir compartment and that they keep trying to push it back on. The customer¿s blood glucose was unknown. They were advised that the insulin pump would need to be replaced, to discontinue use of the pump and revert to a backup plan per their doctor¿s orders. The pump will be returning for analysis.

Manufacturer narrative:
Unit received with missing retainer. Unable to perform displacement test due to missing retainer. Unit received with missing reservoir tube o-ring, scratched casing, minor scratches on lcd window, scratches on display window cover and pillowing keypad overlay.